Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead keeps dislodging and physician is thinking of extracting the lead and putting ra port plug would be magnetic resonance conditional. This ra lead remains in service. No adverse patient effects were reported.